Manufacturer narrative:
The t:slim x2 g5 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 120 units after the cartridge was filled with 300 units. Reportedly, the cartridge was being reused. Blood glucose level was 131 mg/dl. The customer reported a new cartridge was loaded to address the issue.